Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: catalog number 3501640, serial number (B)(4), lot number 6661046. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 275cc on the left breast implant and saline mentor breast implant of unknown type on the right breast implant and experienced deflation on the left breast implant and bilateral capsular contracture. The right breast implant was wrinkled. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile breast implants 275cc on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/16/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of implantation was (B)(6) 2014 for the left and right breast implant. The replacement devices were saline mentor smooth round moderate profile 275cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/25/18, it was reported to mentor that the right breast implant was not wrinkled. Manufacturer¿s number was reported incorrectly. The actual manufacturer¿s number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/25/18, it was reported to mentor that the right breast implant was not wrinkled. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/31/18, it was reported to mentor that the capsular contracture was baker grade IV for both devices. The patient was not hospitalized. In addition, the right device was saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 6785363. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2018, it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 275cc. The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/07/18, it was reported to mentor that the device history record (DHR) for the lot number 6785363 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 08/07/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4),